Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for low blood glucose. Date of hospitalization was in (B)(6) 2014. The customer reported their blood glucose declined to 20 mg/dl. The customer also reported seizures that may have been caused by their low blood glucose. The perceived cause of the customer's low blood glucose was unknown. The customer declined to return the insulin pump for analysis.